Manufacturer narrative:
Sample was collected in a bd vacutainer sst tube. Qc was within established ranges before the event. Bci field service engineer (fse) replaced reagent pump and primed system.

Event description:
A customer contacted beckman coulter inc. (Bci) to report a false high creatinine (crem) result generated by the unicel dxc 800 pro synchron chemistry analyzer, for one (1) patient. The false result was not reported out of the lab. Repeat testing on an alternate instrument generated a lower crem result. Results are shown. No change to patient treatment or diagnosis was reported.